Event description:
The surgeon inserted a 12.0 diopter, 11.5mm icm115v4 implantable collamer lens. The lens tore coming out of the injector upon insertion into the eye. The lens was removed without enlarging the incision. No suture was required to close the wound. No patient injury, the cause of the lens was due to the injector. An introductory was performed. Surgery was completed with another defvice. Patient's condition: normal.